Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed that the x-ray system does not start. A philips field service engineer (fse) visited onsite and confirmed the software crash on the pc. The fse checked hardware (suit pc, x-ray pc) and initiated x-ray pc and suit pc software installation but both installations were not successful. The fse replaced the suite pc and changed the software stick to resolve the issue. After that, the system was returned to good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) analyzed the logfiles and identified a software issue with the suite pc. While attempting to reinstall the software of the suite pc, the pc crashed. The fse replaced the suite pc to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. The suite pc was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.